Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 8/26/25 the user reported that the ilet touchscreen became nonresponsive and the device could not be unlocked. The user requested a replacement ilet, which was delivered on (B)(6) 2025. The user confirmed having a backup therapy. No adverse health effects, hospitalization, or long-term complications were reported.